Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for investigation. Therefore, in-house retain testing was performed. In-house testing on retained strip lot k379139 met criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The following information was reported on 03/04/2016 via wholesaler. There was a variance between the inratio2 inr result and the laboratory inr result that was reported from a physician's office in (B)(6). Results are as follows: date: unknown, inratio2 inr: 1.3, laboratory inr" 2.4. It was also reported that recently there were high values taken: 4.5 or 5.9. There was no reported relation or comparative measurement to any laboratory values. Therapeutic range: unknown. The date, month or year was unable to be provided. There was no reported adverse patient sequela and no additional information was able to be provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)